Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving fentanyl (5000mcg/ml at 3502.2mcg/day) via an implanted infusion pump. The indication for use was not specified. It was reported that the patient's pump pocket incision had opened slightly on the medial aspect and the catheter's sutureless connector was showing. The hcp took the patient to surgery to revise the pocket and reported the surgery went well. The hcp anticipated a full recovery. Regarding the environmental, external, or patient factors that may have led or contributed to the event, it was noted that the patient was very thin and this may have led to the event. No additional troubleshooting was performed. The issue was resolved at the time of report and the patient's status was alive; no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the event/difficulty occurred on (B)(6) 2020 during normal use. The pump was replaced on (B)(6) 2020 and was discarded. It was reported the pump eroded through the skin. The environmental/external/patient factor that may have led or contributed to the issue and diagnostics/troubleshooting performed was reported as ¿not applicable.¿ the pump was explanted from buttocks and the new pump was implanted in the right abdomen. The issue was resolved at the time of this report and patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked, but unknown. No further complications were reported.